Manufacturer narrative:
Patient age at time of event: 18 years or older. Device was returned for analysis. The handshake connection, sheath, coil, and burr were microscopically and visually inspected. There were numerous kinks throughout the sheath. The coil was kinked at the handshake connection. The annulus was noticed to be damaged, not rounded and flared. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID#2134265-2017-05713. It was reported the rotawire was broke. A 1.25mm rotalink¿ plus and a rotawire were selected for use in a rotational atherectomy treatment procedure. During the procedure, it was noted that the rotawire broke outside of the patient. The procedure was completed with another device. No patient complications were reported and the patient's condition was fine.